Event description:
It was reported the keypad buttons are oversensitive. The pt claimed when she pressed the ok button after entering her bolus amount, the bolus amount scrolled down to zero. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was intact, but the down arrow was stuck and there was evidence of adhesive/contamination under the down arrow button contact.